Event description:
The customer reported that an 840 ventilator graphical user interface (gui) display was inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).